Event description:
Entire box of bd e-z scrub¿ preoperative surgical scrub brushes had packaging defective. The packaging has a permeable perforation down the length of it that caused the brushes to be exposed to contaminates and dry up.